Manufacturer narrative:
PMA/510k: this device is import for export, therefore 510k is not applicable. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
A customer reported that the reprocessing IFU for the ed34-i10t is not enough accurate on how to reprocess the elevator. The ed-3490tk reprocessing IFU (s059 r00) is dedicated for this device only and includes specifics recommendation on elevator reprocessing. The ed34-i10t manual fail to make a clarification on the specific treatment of the elevator. A diagram with a view of the erector in both positions and the passage of the brush would be beneficial for training. The event reported on (B)(6) 2020 involving pentax endoscope model ed34-i10t and serial numbers (B)(4) with the description of "customer complaint on ed34-i10t reprocessing IFU, which is not enough accurate on how to reprocess the elevator. The ed-3490tk reprocessing IFU (s059 r00) is dedicated for this device only and includes specifics recommendation on elevator reprocessing. The ed34-i10t manual failed to make a clarification on the specific treatment of the elevator. A diagram with a view of the erector in both positions and the passage of the brush would be beneficial for training."